Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.